Event description:
It was reported to boston scientific corporation that a wallstent enteral endoprosthesis with unistep delivery system was used during an endoscopic stenting procedure on (B)(6) 2009. According to the complainant, after advancing the stent across the duodenal obstruction, resistance was felt when attempting to pull the outer sheath for stent deployment. The stent was not deployed and the device was removed. The procedure was completed with another wallstent enteral endoprosthesis with unistep delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable and was discharged on the same day. This event has been deemed a reportable event based on the investigation results; sheath damage and handle breakage.

Manufacturer narrative:
A visual examination of the returned device found the stent was fully deployed. The outer sheath was stretched for a distance of 20mm approx 75mm proximal to the distal end. The shaft was kinked at approx 130mm proximal to its distal end. The t-bar connector was broken. Resistance was met during the proximal movement of the outer sheath. Examination of the stent, the stent cup and holder found no anomalies. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure where the performance was limited. A labeling review identified that the device was used per wallstent enteral endoprosthesis w/ unistep delivery system directions for use (dfu). A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this lot. (B)(4).